Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accumaxtm single use holmium laser fiber was used during a flexible lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure the laser fiber degraded and stopped transmitting energy. When the fiber was removed from the patient, the tip broke off outside of the patient. The procedure was completed with another accumax laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
Investigation results: a visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 2.5 mm and appears used. Additional examination under magnification revealed that the pattern on the tip face is consistent with normal degrading. Visual examination revealed no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event of degrading. Tip detached was not confirmed. Since the complaint is associated with a product which met specifications but most likely encountered anatomical or procedural factors which limited its performance, the most probable cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an accumaxtm single use holmium laser fiber was used during a flexible lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure the laser fiber degraded and stopped transmitting energy. When the fiber was removed from the patient, the tip broke off outside of the patient. The procedure was completed with another accumax laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.